Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 509 mg/dl. The customer stated that pump has button that was not working right and placed some foil behind the button to make it work. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 509 mg/dl. Customer is going to treat with insulin and syringe.

Manufacturer narrative:
The insulin pump alarmed button error alarm and had no up and down button response due to corroded keypad traces. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test due to no up and down button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked on battery tube threads and missing end cap sticker.